Event description:
It was reported by a direct call from the customer to the emergency support program, that during use of sensation plus 40cc they encountered clotted inner lumen and fiber optic sensor failure resulting in problem with monitoring pressure. No harm to the patient was reported.

Manufacturer narrative:
E1 - event site name - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.